Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had melted on the left side of the pump screen and it was hard to read. The customer stated they were scratches on the pump. No harm requiring medical intervention was reported. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.